Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue has been ongoing for the last 3-4 months, but detailed this incident happened "about 2 days ago at 10am" when the subject meter powered off during use. The patient denied taking any medications to manage her diabetes and reported that at "11:00am" she had forgotten to eat. She reported that 1 hour after the alleged issue began she developed the symptom of "memory loss". The patient denied receiving any treatment for her symptoms. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product, the batteries did not require to be replaced and the type of battery was alkaline. The csr educated the reporter on the meter's behavior and auto-shutoff and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.